Event description:
A leveen coaccess was being used for therapeutic ablation, in 2006. The procedure included ablating a liver tumor using a leveen 4cm probe with a boston scientific generator. After successfully completing the case, the nurse observed 2nd degree bilateral burn to the patient's inner thighs along with a blister on the left thigh. Dr was notified and silvadine cream was ordered and applied. There was no indications from the complainant of any additional adverse affects to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.